Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a procedure to implant a second right-side dbs lead, while attempting to tunnel the new right stn (subthalamic nucleus) lead across the skull, the physician displaced the existing left stn (subthalamic nucleus) lead and tugged it out of its proper placement. In turn, the patient lost therapy on the left stn lead for the right side of the body. Lead diagnostics showed all impedances were low with impedances below 300 ohms. Troubleshooting was attempted to no avail. Procedure was extended 30 minutes. Post-op scans showed the existing left stn lead had migrated and appeared to be in the ventricle fluid. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the left lead was explanted and replaced. Effective therapy restored.